Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial MDR to document additional information provided by the patient's attorney. The additional information provided by the attorney is limited to the addition of another device composix l/p(device #1) which was reportedly implanted on (B)(6) 2011. The previous emdr reported a device composix kugel that will now be referred to as (device#2). At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel(device #2). An additional emdr was submitted to represent the bard/davol composix l/p(device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch. The patient is making a claim for an adverse patient outcome against the bard/davol composix kugel patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum based on additional information provided by patients attorney: the following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix l/p(device #1) . (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel patch(device #2) the patient is making a claim for an adverse patient outcome against the composix l/p(device #1) and the composix kugel patch(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."